Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not maintain its shape (rolled). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The loading device and the delivery device were returned separately. Specks of blood were observed on the loading device. The tension spring assembly was returned inside the delivery device with seal hanging outside. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. The tension spring assembly was removed from the delivery device. The seal was cracked at the second and third coil. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure mode "fitting problem" and the analyzed failure mode " crack" seal.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not maintain its shape (rolled). A replacement device was used to complete the procedure. The hospital did not report any patient effects.